Manufacturer narrative:
Date of event: exact date unknown, event was noted on previous reprogramming session about a month before the case. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: c-2218-50, serial: (B)(4), batch: 7086187.

Event description:
It was reported that the patient had a slight lead migration noted during reprogramming session but seemed to get good coverage. The patient underwent a repositioning procedure wherein the lead was pushed back up, and was doing well postoperatively.